Manufacturer narrative:
(B)(4).

Event description:
Information from a consumer with a neurostimulator for spinal pain reported that, when trying to charge the implant the previous day, a power on reset (por) was seen. The therapy stopped due to the por. It was unknown if the por was related to an overdischarge event. The patient checked the neurostimulator with the patient programmer and it showed the message to charge the implantable neurostimulator (ins). The ins was charged and it was reviewed how to clear the por. The patient was then able to turn the stimulation back on normally.